Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v802404, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that they were trying to adjust stim and a pain/ burning in vagina area started 3-4 days ago. The patient didn't feel the stim she and was currently at her hcp (health care providers) office. The doctor was not available. It was also reported that the patient falls all the time, the last time was a week ago. It was later reported on(B)(6) 2013 that the patient was experiencing a shocking or jolting sensation. It was very painful and there was a burning sensation. The patient felt she needed reprogramming done. When the patient tries to program it, it feels too high. The patient had not had a return of symptoms. The device was implanted to help her control her bladder. The patient would wet herself before she could make it to the bathroom. On (B)(6) 2013 a woman in the healthcare provider's office helped her turn her stim off. The patient had multiple falls; she fell about 2-3 weeks ago. The patient never had the device checked after that because there wasn't any hcp's there that could help her. The patient was not able to adjust stimulation. The programmer battery was showing low icon. The patient changed to new batteries and was now seeing regular programming screen. The patient was at 5.9v on program 1 and stim was off. Stim was turned to 0.0v and then stim was turned on. At 2.2v the patient felt stim in her vagina and it was comfortable.

Event description:
Additional information received reported the patient still had concerns with their device or therapy, but were working with their healthcare professional or manufacturing representative. It was noted the patient used the restroom 5-6 times a night.

Manufacturer narrative:
(B)(4).